Event description:
During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. The physician elected to take no further action and to monitor the patient. The patient was in stable condition.